Event description:
Doctor reported that mount did not disengage from implant threads. The surgery was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one tapered screw-vent implant (tsvb11) and mount were returned for investigation. Visual evaluation of the as returned products identified that they were engaged and there was bone residue around the external threads due to usage. Functional testing was performed to disengage the products. The device could not disengage from each other. Device history record (DHR) review for the lot (1233260) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1233260) for similar events (complaint category keywords: does not disengage) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event (does not disengage) was confirmed.

Event description:
No further event information is available at the time of this report.